Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had a previous right total hip arthroplasty using a pinnacle cup and summit stem. Cup inclination measures 42 degrees. Pinnacle liner has spontaneously disassociated 12 years after initial surgery. Patient brought to or for a liner and head exchange.doi: 2005; dor: (B)(6) 2017; right hip.